Manufacturer narrative:
Additional information received that the revision surgery is not yet scheduled and the patient condition is well. The patient reported the malfunction in the beginning of (B)(6) 2019. The implant does not inflate anymore. Model- 72401110 pump, lot sn- (B)(4), mfg date- null, exp date- 07/18/2007. Model-72401111 reservoir, lot sn- (B)(4), mfg date- null, exp date- 07/01/2007.

Event description:
It was reported that the patient experienced cylinder malfunction with an ams700 inflatable penile prosthesis. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that the patient experienced cylinder malfunction with an ams700 inflatable penile prosthesis. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.